Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information gathered, the system was not in clinical use at the time of the reported problem. During the course of investigation, it was found that a remote alert was proactively identified by philips, which indicated that image processing computer's disk bay board was degraded, and therefore this impacted image processing. Analysis of log file confirmed disk bay error. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). As part of troubleshooting, the field service engineer (fse) replaced the ip-pc, hard disk and created ghost back up. The cause of the ip-pc failure could not be conclusively determined by part analysis; however, the replacement of ip-pc and hard disk has resolved the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.